Event description:
It was reported that the implantable pulse generator (ipg) experienced a reset. Parameters and diagnostics remained unchanged and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. The analyst commented that there was a critical random access memory (ram) parity error on (B)(6) 2013. Power on reset (por) severity is low as the device should be able to be fully restored to programmed settings after reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.